Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 413 mg/dl. The customer declined to troubleshooting high blood glucose level. Customer reported that they changed her sensor and cant get her insulin pump to go in calibration mode. The insulin pump was not returned for analysis.